Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse confirmed that the customer was performing a waste to drain procedure and accidentally left the water valve enabled, allowing water to get into the vacuum pump. The customer was directed to power-down the instrument siemens concluded that the cause was attributed to a user error and is not considered a potential product issue. The cse replaced the vacuum pump and passed all system checks. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A customer reported smoke coming from their dimension® exl¿ 200 instrument. The customer performed a controlled shutdown and the instrument was restarted but the vacuum pump did not start. There are no known reports of patient intervention or adverse health consequences due to the event.